Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of the high baseline alarm is confirmed. Upon return, a burnt motor driver connector and cable connector was confirmed. Discoloration consistent with burn damage was noted on the motor driver connector and on the motor driver cable. A CAPA investigation determined the root cause of the burnt connectors is a combination of the molex connector on the motor driver pcb and the motor driver cable. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a high baseline alarm while on patient. As a result, the iabp was swapped out with no issue. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a high baseline alarm while on patient. As a result, the iabp was swapped out with no issue. There was no report of patient complications, serious injury or death.